Event description:
It was reported that following vns implant surgery, the top stitch appeared white. Without an office evaluation of the patient, the physician prescribed keflex. By the time the patient was seen at the doctor's office for a follow up visit, the incision had healed and looked good. Good faith attempts to obtain additional information have been unsuccessful to date.